Event description:
It was reported that "while implanting a 7.5 x 80mm closed head poly axial iliac closed head iliac screwdriver broke along the shaft of the screwdriver at the junction where it tapers to a smaller diameter. At that point the surgeon switched to the one piece closed head iliac screwdriver to continue implanting the closed head iliac screws. There were no adverse effects or negative outcomes."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.